Event description:
These came in an emergency kit (stat kit 600). The larger one was used in a resuscitation attempt in our parking lot after a pt collapsed on the way to his car. The product failed. I was unable to intubate him becasue of a light failure. The pt died. The problem seems to be in the design of the screw cap. While it will light, it will not stay lit. When using the device, you are holding it with the left hand and inserting a tube with your right hand. It is impossible to adjust the cap when the light goes out in this position. I recommend you recall this product immediately.